Event description:
A portion of the distal tip of the inflatable bone tamp broke off from the catheter during surgery. Surgeon used surgical intervention to retrieve the balloon fragment from the vertebral body. The procedure was completed without further difficulty and the pt was discharged.